Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 227 mg/dl vs lab result of 156mg/dl. Tests were done within 5 minutes with a difference of 46%. Pt did not experience any adverse events. No further info has been reported.